Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A medwatch form was received reporting a patient experiencing acute eye pain and impaired vision in an eye. The patient has been seen by several specialists and was told this device rarely has an ¿events¿. The patient then reports there was a closure or problem around the device that caused blockage and increased intraocular pressure (iop). Until this time, the patient reports pressures have been ¿normal¿ since the implant surgeries. The patient was put on additional drops. The patient received devices implanted in both eyes. This report is for the first eye.

Manufacturer narrative:
No sample has been returned for evaluation for the report of eye pain, elevated iop, and stent obstruction; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are three additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. Possible root cause are that postoperative elevated iop and stent obstruction are established risks associated with use of the system that is clearly specified in the product IFU. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).